Event description:
It was reported that caller experienced air bubbles and gaps in tandem mobi cartridge during pumping, with bubbles about size of a bb, while still using room temperature insulin and performing cartridge air removal steps as instructed. There was no adverse impact to the customer¿s blood glucose level. Caller followed guidance to prime and use fill tubing feature until large air bubbles and gaps no longer existed, then successfully resumed insulin therapy, and confirmed understanding of instructions; no additional information was received regarding any further outcome.